Manufacturer narrative:
Concomitant product(s): product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va03sq1, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported that for the week prior to (B)(6) 2015 he had a sudden loss of therapy benefit and could not feel stimulation. He was urinating much more and there was no warning prior to his urination sensation. The patient was then unable to communicate with his programmer as of the day prior. He attempted with and without an antenna. He could also feel the implant, so knew he was right over it, and the batteries were the proper type. The situation was not resolved and the patient had an appointment at the hospital scheduled for (B)(6) 2015. The patient's indication for use was gastrointestinal/pelvic floor. The reason for the sudden change and patient outcome were unknown. In addition, no interventions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.